Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage alarm occurred. It was reported that the pump stoppage alarm occurred due to a high current event. It was also reported that there was a potential issue with the pump's percutaneous lead (driveline). The manufacturer's technical services representative evaluated the driveline, and no abnormalities were reported. The lvad clinicians will monitor the patient. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppage; however, a specific cause for the interruption in pump function could not be conclusively determined through this evaluation. The low speed/pump stoppage event was isolated and transient in nature. The pump immediately ramped back up to the fixed speed without issue and no additional atypical alarms or events were captured throughout the log file. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.